Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity c carbon dioxide results for multiple samples. The following data was provided: sid (B)(6): initial result = 10 mmol/l, repeat = 24 mmol/l. Sid (B)(6): initial result = 13 mmol/l, repeat = 26 mmol/l. Sid (B)(6): initial result = 10 mmol/l, repeat = 24 mmol/l. The customer reran quality controls (qc) and all three level were out of range low. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a partial blockage on nozzle one of the cuvette washer assembly. The fsr cleared the blockage and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity system did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the cuvette washer assembly did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cuvette washer assembly were identified.

Event description:
The customer reported falsely depressed alinity c carbon dioxide results for multiple samples. The following data was provided: sid (B)(6): initial result = 10 mmol/l, repeat = 24 mmol/l, sid (B)(6): initial result = 13 mmol/l, repeat = 26 mmol/l, sid (B)(6): initial result = 10 mmol/l, repeat = 24 mmol/l. The customer reran quality controls (qc) and all three level were out of range low. No impact to patient management was reported.